Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic sigmoidectomy, the reload was connected to the handle. When the surgeon attempted to fire the device, it was unable to fire. To complete the procedure, another device was used. The patient status is no problem. No patient injury or extension in surgical time.